Event description:
The obturator of an unspecified size and model custom tracheostomy tube was about an inch too long for the tube. The patient's mother attempted to insert the tube, but the obturator extended beyond the distal end of the tube and was causing discomfort during the insertion and she was not able to completely insert it. She then switched to a different tube that she was able to insert without difficulty.